Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl at the time of incident and current blood glucose was 200 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with cranberry juice and banana. Customer was alleging possible insulin pump over delivery. Customer stated that they using auto mode. Customer also stated that during the last set change the insulin dripping or squirting from end of set before connecting at their site customer troubleshoot was performed for low blood glucose level. The insulin pump will not be returned for analysis.